Manufacturer narrative:
(B)(4). The replaced printed circuit board (pcb) was received for investigation. Visual inspection found that a component of the pcb was thermally damaged and broken in half. The customer reported complaint was verified.

Event description:
It was reported that, during patient use, the ventilator generated a &quot;low base pressure&quot; alert and stopped cycling. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)